Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. Resistance was noted throughout the dilator when a brk needle/stylet assembly from current inventory was advanced through the returned dilator and sheath. The dilator tubing was cut lengthwise and a build-up of skived material was noted at the proximal and middle portion of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the insertion difficulty is consistent with the skiving. Based on the received condition of the device and the information provided, the cause of the skiving remains unknown.

Event description:
This report is to advise of an event observed during analysis confirming skiving of the introducer.